Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent undersensing during atrial fibrillation (af) episodes. It was further reported that the implantable cardiac monitor (icm) showed instances of noise. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.